Event description:
The user facility reported during the vitrectomy procedure the cutter stopped cutting. Another pack was opened and the surgery continued with no issues. There was no reported impact to the patient.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.